Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 29mm navitor heart valve was selected for implantation using a large flexnav delivery system, in a patient with a horizontal aorta. During the procedure, after the valve was fully deployed, the valve migrated. It was decided to snare the device to before performing a valve-in-valve procedure. While snaring the device, a type a dissection occurred on the aortic wall. The patient¿s chest was then opened up to stop the bleeding at the dissection site, followed by an implant of a 26mm non-abbott valve to complete the procedure. The patient is reported to be in unstable condition. No additional information was provided.

Manufacturer narrative:
An event of the valve migrating after implant and dissection of aortic wall was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported migration could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Please note, per instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."